Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping during testing. Normal operating currents. No unexpected failed battery test alarms noted. Device had cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, scratched reservoir tube window and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Blood glucose value was 28 mmol/l; treated with manual injection. The customer changed the battery multiple times, but the insulin pump alarmed failed battery test. The customer stated she was wearing the insulin pump in her bra and it may have been exposed to sweat but there was no sign of moisture damage. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.